Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent deployment and positioning issues occurred. The target lesion was located in the stenosed and moderately tortuous left bifurcation of the proximal internal carotid artery. The diameter of the lesion was 7.7 mm proximal and the length of the lesion was 20mm distal. Vascular access was obtained via the femoral artery. The 8.0-21mm carotid wallstent was advanced and positioned in the ica. The stent was deployed, but did not completely open. The stent recoiled and "moved out of" the common carotid artery. Because the lesion wasn't opening, an 8x29mm carotid wallstent was advanced and positioned slightly overlapping the implanted 8.0-21 carotid wallstent . No further patient complications were reported and the patient's status is stable.